Event description:
It was reported that during the procedure to treat a target lesion in the superficial femoral artery, the 5.0x100mm absolute pro self expanding stent system (sess) was advanced; however, the stent prematurely deployed within the sheath and could not be released. The delivery system was manually retracted by severing it, facilitating the removal of the both the stent and sheath from the anatomy. Another same size sess was used. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent interaction within the sheath resulted in causing the distal sheath of the device to slightly retract and prematurely deploy the stent. As reported, the delivery system was manually retracted by severing it, facilitating the removal of both the stent and sheath from the anatomy. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning status updated from yes to no.

Event description:
N/a.